Event description:
A nurse states that she has worked in the medical field since 1974 and has worn and has been exposed to latex gloves. She reports that, in january of 1994 she was diagnosed with a type I latex allergy.